Event description:
Customer reported an error with continuous glucose monitor (cgm), specifically cgm error 42. Blood glucose level was not adversely impacted as the issue seemed to be resolved quickly. Customer received assistance for a pump reset, during which technical support guided the caller through the process. After resetting the pump, the error code did not reappear, and the customer was able to successfully start their sensor session. No further impacts or issues were reported.